Manufacturer narrative:
On 07oct2019, list 06l45-41was no longer determined to be a suspect medical device for this event. The final investigation has been submitted in manufacturer report number 1628664-2019-00646, for the correct suspect medical device. No further information will be submitted under this manufacturer report number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event is also being submitted in manufacturer report number 1628664-2019-00646, for a second suspect medical device, list 03l77-97.

Event description:
The customer reported multiple false decreased total bilirubin results when processing on the architect c16000. Initial results ranged from 1.9 to 38.4 and retest results ranged from 8 to 46. No impact to patient management was reported.